Manufacturer narrative:
Continuation of d10: product ID: fa-55150-1030 (lot: 227622209); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the middle section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left vertebral artery v4 segment with a max diameter of 8 mm and a 4.2 mm neck diameter. It was noted the type of treatment was for a hemorrhagic stroke. Landing zone: distal: 2.9 mm and proximal: 3.2 mm. The accessed vessel was the femoral artery with a diameter of 9 mm. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet treatment was administered. The pru level was iia. The angiographic result post procedure showed smooth blood flow. The patient's past medical history includes chronic inflammation of both lungs. It was reported that the patient underwent dense mesh stent implantation. The pipeline stent could not be opened further in the midd le section and suspected kinking or flattening. After multiple attempts to push the microcatheter to go upper, it still could not be opened completely. After the stent was removed, it was found that the stent was damaged. The problem was solved after the stent was replaced. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the pipeline damage was undetermined. The pipeline was placed in a vessel bend when it failed to open. Resheathing was attempted to open the pipeline. It was noted that the marksman tip was slightly damaged.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex was returned within the marksman catheter. ¿ damage location details: the pushwire was extending out from catheter hub. In addition, the distal braid, sleeves and tip coil were deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex braid were found fully opened and damaged. In addition, the middle section of the braid was found to be opened and no damage. No flash or voids molded were observed in the hub. ¿ testing/analysis: the pipeline flex was pushed out from catheter lumen without any issue. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open at middle section as the middle section was found to be open and no damage. However, the root cause could not be determined. However, the marksman catheter was found to be resistance as the catheter body was found to be flattened. It is likely high force used during the delivery. It is possible these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the marksman catheter against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.